Event description:
It was reported that the device posted a ventilator failure during use. There was no injury reported.

Manufacturer narrative:
The investigation is ongoing. Results will be provided in a separate follow-up report.

Manufacturer narrative:
The logfile was analysed. It was found that the device forced a safety shutdown of automatic ventilation due to a too high detected inspiratory pressure. The device posted the corresponding ¿ventilator failure¿ alarm. Manual ventilation and the monitoring functions remain available to the full extent. Possible reasons can be a sporadic high resistance in the hose system due to squeezed hoses, patient activity or repositioning of the patient. As the device passed the system and leakage test before and after the case in question without any deviations a device failure seems unlikely. Finally, the exact cause of the inspiratory high pressure could not be identified. It can be concluded that the device has reacted on the detected pressure situation as specified by triggering a safety shutdown and posting the corresponding alarm.

Event description:
It was reported that the device posted a ventilator failure during use. There was no injury reported.